Manufacturer narrative:
The investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter on (B)(6) 2016 and suffered an esophageal fistula requiring surgical intervention (left atrial patch as a preventive measure) and extended hospitalization. It was noted that the injury involved the esophagus only and the atrium was intact. Patient was fully recovered with no residual effects. Physician assessed the cause of the adverse event was possibly procedure related and patient's condition - related. Ablation was conducted at the site of injury at 20 watts on the posterior wall of the left atrium with average of 15-20 seconds per burn. Esophageal protection measures included use of a temperature probe.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes ( evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). It was reported by the caller that the patient presented to the ER on (B)(6) 2016 and was found to have an esophageal fistula which was surgically repaired by placing a patch in the left atrium. Repair follow-up was performed and service was declined. Device was unable to evaluate. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Similar complaints are monitored on a monthly basis.